Manufacturer narrative:
(B)(4)

Event description:
It was reported that during generator change out due to eri, high capture threshold was observed on the rva lead. There was no origin for the anomaly. Lead was capped on (B)(6) 2016 and replaced. Patient was stable.